Event description:
It was reported that, "the pt claims that there was no event but he was having pain. When the surgeon went into the knee he found that the 3 lugs on the back of the patella were broken off."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device disposed by the hospital and was not returned to the manufacturer. Additional info (including x-rays and medical records) was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.